Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter on the minicap. There was red color on the top/side of the cap. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4: device manufacture date, h6 and h11: h4: device manufacture date: sep2024. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed the cap had a reddish-orange stain on the top of the minicap. The stain was identified as an excess of povidone-iodine. The defect is attributable to iodine spilled on the packaging. The presence of iodine mitigates contamination risk through patient handling during set up and between therapies. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.